Event description:
It was reported that during a procedure on (B)(6) 2014, as the surgeon was attempting to implant the screw into the femur, the screw stuck to the screwdriver and could not be removed. The screw was removed from the femur and another screw was used to complete the procedure.

Manufacturer narrative:
Initial reporter name: unknown; phone: (B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The returned screw was evaluated and was found to have been manufactured within specifications. Functional testing on the component found that it retained on the driver and pulled off without effort. The component functioned as designed. The reported issue could not be confirmed.